Manufacturer narrative:
The device has not been received and it is unknown if the device will be returned for analysis. Attempts have been made to get clarification. However, our attempts have been unsuccessful. Linked events: 2029214-2017-01183. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a brain tumor embolization procedure, the catheter's distal section was perforated by the guidewire. The anatomy was not tortuous but it was small in diameter. There was no patient injury.